Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosis of bi-alcl;" seroma; seroma that recurred.

Event description:
Explanting surgeon reports a diagnosis of bia-alcl for right side device. The patient presented with a re-occurring seroma found during a "ultrasound-nmr check-up". Patient also underwent a postoperative pet-cat scan. The surgeon indicated that the treatment was surgical. The device has been removed. Biomarkers have not been received.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that this report is a duplicate record. See (B)(4).

Event description:
Identified this record (B)(4) to be a duplicate record to (B)(4) all relevant information will be transferred from this record to (B)(4) as the operating record.